Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2352700, model: sc-2352-70, serial: (B)(4), batch: 7071222. Product family: scs-linear leads, upn: m365sc2352700, model: sc-2352-70, serial: (B)(4), batch: 7071148.

Event description:
It was reported that patient was experiencing difficulty charging and communicating with the implantable pulse generator (ipg) following a non-device related procedure. After the procedure, the battery was thought to be depleted but after several hours of charging and use of a magnet to trigger pairing mode the ipg remained unresponsive. The physician believed that one of the leads made contact with the plasmablade and as a result the ipg was damaged during the procedure. The patient underwent a replacement procedure and was doing well post-operatively.

Manufacturer narrative:
Correction to initial MDR in block b2. Correction to initial MDR in h10: block b3 approximated based on the date the manufacturer became aware of the event. Analysis of the returned ipg sc-1216 (serial number (B)(6)) revealed that it was undetectable and not charged. An internal electrical investigation found the battery depleted, excessive quiescent current leakage, and excessive thermal temperature on the application-specific integrated circuit. Attempts to retrieve the device data using an external power source were unsuccessful. The explanted leads sc-2352-70 (serial numbers (B)(6)) were not returned for analysis. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations related to the event occurred during manufacturing. A labelling review was performed and did not reveal any anomalies. The instructions for use (IFU) cautions that the use of electrocautery as it may damage the stimulator. The physician mentions in the complaint the use of a plasma blade which may have damaged the ipg. Exposure to high-voltage transients or high radio frequency energy can cause this type of ipg damage; thus, unintended use error caused or contributed to the event.

Event description:
It was reported that patient was experiencing difficulty charging and communicating with the implantable pulse generator (ipg) following a non-device related procedure. After the procedure, the battery was thought to be depleted but after several hours of charging and use of a magnet to trigger pairing mode the ipg remained unresponsive. The physician believed that one of the leads made contact with the plasmablade and as a result the ipg was damaged during the procedure. The patient underwent a replacement procedure and was doing well post-operatively.